Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the automatic collimator was not working and that after rebooting, the system would shut down. There was no patient injury or death reported.